Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1525804) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure at the arteriotomy. Manual compression was applied for 20 minutes. The patient is doing fine and hospitalization was not prolonged as a result of the mynx. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was resistance while pulling back. Procedure type: peripheral femoral artery vessel size: 6 mm sheath size: 6f stick location: femoral head/antigrade stick.